Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine, lot number a00145480, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from an us physician and concerns a male patient. The patient was injected with a total of 1.5 ml of radiesse(+) into the left (as reported), on (B)(6) 2024 (reported as on friday). Batch number was reported as a00145480 (expiry date: 22-feb-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00145480 (expiry date: 22-feb-2026). A lot search in the global safety database was conducted. In november 2024, after the radiesse(+) injection, the patient experienced a vascular occlusion. On (B)(6) 2024, in the morning, the patient called the physician and sent a picture. He was told to come to the physicians office where the physician saw the vascular occlusion. The outcome of the event was unknown.